Event description:
It was reported that the switch buttons didn't work on the instrument, the case was started and completed via footpedal without any patient consequence.

Manufacturer narrative:
Information not provided by initial contact. Information anticipated, but unavailable at this time.